Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 4 years and 7 months post tavr with a 29mm sapien 3 valve, the valve was failing due to aortic stenosis. The patient is being worked up. Per additional information from the fcs the patient was symptomatic with dyspnea, weakness, and fatigue. The mean gradient was 41mmhg and the valve area was .85 cm2.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for stenosis was confirmed based on provided medical records. Available information suggests patient factors (hyperlipidemia, diabetes, chronic kidney disease) likely contributed to the event as patient medical history of hyperlipidemia, type 2 diabetes, and chronic kidney disease was reported in the medical record. Per medical record, ava measurement was 0.74 cm2. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.